Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a hernia coincident with peritoneal dialysis (pd) therapy. It was not reported if the hernia was present prior to pd therapy or if the hernia worsened after the start of pd therapy. The cause of the event was not reported. It was reported the patient was admitted to the hospital for a hernia operation. At the time of this report, the patient outcome of this hernia event was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.